Event description:
The patient underwent an embolization procedure with multiple coils and an enterprise stent to treat a wide-neck cerebral aneurysm of the left internal carotid artery (cavernous sinus portion). After properly inserting the enterprise stent (4.5 x 28 mm), coil embolization was performed uneventfully, and the procedure was concluded. Postoperatively, the subject complained of difficulty seeing with the left eye, and blepharoptosis of the left eye confirmed. Because the possibility of left oculomotor paresis was considered, decadron 8 mg intravenously, was started. Five days after the procedure, angiography was performed, and the absence of complete thrombosis of the cerebral aneurysm and embolic coil displacement was confirmed. Absence of migration of the stent was also confirmed. The left diplopia and blepharoptosis persist. The principal investigator judged the event in question, as "the possibility of a relationship to the damage cannot be ruled out." The patient was discharge with unchanged symptoms of abducens palsy. Other complications were noted to be hypertension and constipation.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This device, lot no. 13235774, is similar to USA product.